Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported the she "passed out" for a couple of seconds due to not being able to test her blood glucose using her freestyle lite meter. The customer reported on (B)(6) 2011 she experienced a loss of consciousness for a "couple of seconds" when the test strips "would not take the blood", and she was unable to perform a test. The customer denied any self-treatment or third-party emergent treatment. There was no report of death or permanent injury associated with this case. It should be noted the customer was using expired test strips (lot # 0734907).